Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and from a manufacturer representative (rep). It was reported that the patient¿s spinal cord stimulation would turn off for no reason, and she would need to turn it back on. The patient reported that the ins was charged. It was noted that the patient¿s battery seemed to deplete too quickly and she had to charge more often. The issue began a couple of months prior to (B)(6) 2017, but it was noted that the patient was a poor historian and confusing to follow. The patient said that she reported this to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the reason for the ins shutting off was not determined, but stated it was possibly due to emi. The rep estimated patient weight at (B)(6)lbs. It was noted that the reason for the ins depleting quickly was not determined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that she was charging too frequently. The patient reported that her battery seemed to deplete more quickly than it used to and therefore she had to charge more often and had to charge it constantly. The patient reported that she got the device for rsd and she was diagnosed with cluster headaches so that it was hard to remember when the issue started for her. The patient reported that it was a nightmare between having the rsd and the cluster headaches so she wasn't used to the stimulation on her ins so it was irritating her. The patient reported that she always kept the implant charged but the last 2-3 days she has had her implant all of a sudden just shut off in the middle of the night because the implant battery had depleted to off. The patient reported that she was able to charge up the implant and turn ins back on. The patient reported that when the implant had shut off for the first time she put her charger on the implant and it showed that the battery was completely depleted and that had never happened to the patient before because she was diligent about charging. The patient reported that now every morning she gets up she charged the implant because the battery was already a quarter down and just shut off halfway through the night. The patient reported that she had not recently been reprogrammed or switch to a new group or had not had to increase the parameters. The patient reported that she always got 6-8 coupling boxes when recharging. No further complications anticipated.